Manufacturer narrative:
(B)(4). The cause of this peritonitis was a breach in aseptic technique caused by the cats in the patient's home. Use errors and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. Users are instructed to follow aseptic technique when handling lines and solution bags to reduce the possibility of infection. Users are warned that using damaged sets can result in contamination of the fluid pathways. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The patient was hospitalized for this event. The patient was treated with intra-peritoneal fortaz (1gm, daily). The cause of the peritonitis was a break in aseptic technique. At the time of this report, the patient had recovered from this event. On an unreported date after the discharge from hospital, the patient was retrained on aseptic technique. Additional information was requested and is not available.